Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The pt obtained results of 181 and 106 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was not performed, as the control solution was expired. The meter and control solution were replaced.